Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective epc. Investigations performed on returned hardware of similar cases concluded that the issue was caused by a defect on the user interface controller (epc) microprocessor system. Initiated main electronics replacement.

Event description:
The customer reported bellavista 1000 vent stopped during ventilation. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical has initiated mainboard replacement. Root cause has not been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.